Manufacturer narrative:
The MFR did not receive devices and x-rays as the product still implanted. Other source documents (surgical report) were received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during surgery, it was not possible to explant the femoral neck screw. The form fit between femoral neck screw and setting instrument could not resist the torque forces. The lag screw fractured during removal. In the supporting documents it was stated "during the surgery (B)(6) 2013, they removed that nail cap, set screw and distal locking screw. It was not possible to remove the lag screw and therefore they could not remove the nail as well. They tried several times to remove the lag screw bit it didn't worked and they sheared off the two parts of the lag screw". It was stated that there was a delay surgery of 90 min. "No further complications"